Manufacturer narrative:
Based on the claim against the product by the customer noting instrument had physical damage, an investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer reported complaint "one side of jaws broke off from instrument." Failure analysis found the primary failure of instrument grips-tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. The broken piece was not returned. The complaint regarding "jaws broke off from instrument. 8mm force bipolar" was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed that a fragment was missing from a portion of the device that enters the patient's anatomy. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of the jaws broke off from the 8mm force bipolar instrument. No instrument fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.